Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device upgrade, the rv lead showed increased capture threshold and decrease sensing. The rv lead was capped and a new lead was implanted.